Manufacturer narrative:
Eval: results: arterial and venous occlusion. No operative reports or films were rec'd. Conclusion: no operative reports or films were rec'd. Other required secondary intervention.

Event description:
A talent stent graft sys was selected for use in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 weeks ago. Aneurysm and vessel morphology were not reported. It was reported that this pt's kidneys were both not functioning and the pt has had a previous kidney transplant with a bypass from the common iliac artery. The physician elected to place the stent graft high enough in order to get a good seal, and implanted the talent bifurcated stent graft at the level of the sma covering both renal arteries. At the end of the procedure, it was noted that blood flow was diminished on the right side and the right pulse was weaker. The pt was brought back to the or and the ipsilateral limb was found to have bent at the area where there was no stent ring. An aneurx iliac limb was implanted within the talent ipsilateral side and flow was restored with good result. It was also reported that during removal of the delivery stent sys, a bump was felt while removing the metallic component distal to the delivery sys balloon; however, no add'l intervention was required and the delivery sys was successfully removed. No add'l clinical sequelae were reported and the pt is fine.